Event description:
Procedure: laparoscopic gastrectomy. According to the reported, when the blood inside of the trocar was cleaned off with gauze, it happened to be entangled with the gray component under the converter and a doctor found that part disengaged. A new one was opened to complete the case with no problem. There was no patient harm. The operating time was not extended. There was no tissue damage or extensive bleeding and nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/13/2015.